Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lot number was not provided. The cartridge is not implantable device.medical devices: zcb00 intraocular lens, serial number (B)(4), dk7796 handpiece, serial# unknown/not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 23.5 diopter intraocular lens (iol) was implanted using a 1mtec30 cartridge in the left eye (os) on (B)(6) 2017. Post-ope day one, the doctor diagnosed the patient as having fibrin on the rhexis edge, snowstorm, which spread into the vitreal cavity. Also, the doctor believes the patient may have possible endophthalmitis, but the patient's case seemed more like there was toxic anterior syndrome (tass) present. In addition, it was reported that there was significant endothelial folds-edema and fibrin which some were more severe than others. The patient had a retina tap, culture, gram stain, and vitrectomy performed on (B)(6) 2017. The patient also received topical antibiotics, intense steroids, and omidria. The iol remains implanted, there is no plan to explant. No additional information was provided. This report is for the cartridge. A separate report is being submitted for the zcb00 intraocular lens.